Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's battery was no longer holding a charge. The patient underwent an explant procedure.